Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with moderate calcification and 70% stenosis. The first emboshield nav6 embolic protection system (eps) filter could not be loaded and was noted to have a kink in the delivery catheter during prep so it was not used. The second emboshield nav6 eps was used and stealth 360 orbital atherectomy device (oad) was used to perform orbital atherectomy. A lot of debris was captured in the filter and at the end of the procedure the filter was retrieved with the retrieval catheter. Some emboli ended up in the distal/micro vasculature in the lower calf/foot. There was disruption of blood flow and the foot began to show signs of ischemia. Lysis and overnight heparin infusion opened up most of the vessel and the foot coloration returned to normal with one toe remains dusky.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with moderate calcification and 70% stenosis. The first emboshield nav6 embolic protection system (eps) filter could not be loaded and was noted to have a kink in the delivery catheter during prep so it was not used. The second emboshield nav6 eps was used and stealth 360 atherectomy was performed. A lot of debris was captured in the filter and at the end of the procedure the filter was retrieved with the retrieval catheter. Some emboli ended up in the distal/micro vasculature in the lower calf/foot. There was disruption of blood flow and the foot began to show signs of ischemia. Lysis and overnight heparin infusion opened up most of the vessel and the foot coloration returned to normal with one toe remains dusky. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient embolism, ischemia, unexpected medical intervention and medication required appear to be related to operational context. In this case it is possible that the reported patient embolism, ischemia, unexpected medical intervention and medication required are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).